Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump shutdown unexpectedly. No reported adverse impact to the customer's blood glucose. Customer was able to load a new cartridge and resume insulin delivery.

Manufacturer narrative:
B5, h6 removed 1503 and added 2959